Event description:
A consumer reported seeing brown spots, similar to sand grains, diffused over the entire left eye after an intraocular lens (iol) implantation surgery. This was not present at the time of the first postoperative checkup visit. Additional info was received from the consumer indicating that the brown spots are no longer present. Per the consumer, the brown spots were due to bleed. A corrective laser operation was performed by the pt's surgeon. At the request of the consumer, the surgeon was not contacted.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough info was provided from the account to properly complete an investigation. At the request of the consumer, the surgeon was not contacted. (B)(4).